Event description:
Customer reports receiving results of 80mg/dl and 342mg/dl within 10 mins on the same device. No action was taken based on device results. No adverse event reported and no treatment rec'd. No qc's were used. Requested return of suspect device and replacement was sent.